Event description:
Healthcare professional reported the injector did not eject the xen®45 gts due to the plunger got stuck. Surgery was completed with another xen®45 gts and there was no injury to the right eye.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was confirmed due to the condition of the received injector. The needle guide used to protect the needle of the injector was not on the unit or in the packaging. The needle of the returned injector was severely bent. The needle was unable to be straightened sufficiently. Due to the damage to the needle the injector was unable to be tested for actuation. The reported complaint of the xen glaucoma treatment system was confirmed as the injector unit was received with a bent needle and no needle guide. It is inconclusive of where the damage to the needle occurred. Based on the DHR review the reported complaint was not caused by a manufacturing defect or issue. The manufactured xen systems are 100% tested and inspected in-process at manufacturing. Additional, corrected, and/or changed data: d.4., d.10., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. Clarification to model.: serial number: (B)(4), lot number: 62719. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the injector did not eject the xen®45 gts due to the plunger got stuck. Surgery was completed with another xen®45 gts and there was no injury to the right eye.